Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient presented to the ER with pain and vomiting due to the ipg protruding out of the skin. The next course of action to address the issue is unknown at this time.